Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd end treatment. The patient reported that the fluid leak was coming from the bottom area of the pump and both pumps of the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated the fluid leak occurred from cycler cassette compartment during unknown cycle halfway through treatment. The patient stated they received multiple alarms during unknown phases of treatment including, heater bag not detected and drain complication. The patient reported that they cancelled treatment after the leak was observed and noticed fluid in the cycler. When squeezing one of the domes of the cassette there was fluid leaking out from the edge of the dome near the hard plastic. The patient reported that they could not see any tear or hole. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient continued to use the cycler after the fluid leak occurred and did not call technical support. The patient is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd end treatment. The patient reported that the fluid leak was coming from the bottom area of the pump and both pumps of the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient stated the fluid leak occurred from cycler cassette compartment during unknown cycle halfway through treatment. The patient stated they received multiple alarms during unknown phases of treatment including, heater bag not detected and drain complication. The patient reported that they cancelled treatment after the leak was observed and noticed fluid in the cycler. When squeezing one of the domes of the cassette there was fluid leaking out from the edge of the dome near the hard plastic. The patient reported that they could not see any tear or hole. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient continued to use the cycler after the fluid leak occurred and did not call technical support. The patient is continuing peritoneal dialysis therapy with no further issues.